Manufacturer narrative:
The pt's weight at the end of treatment was at the targeted amount. The pt left the dialysis unit in stable condition. The pt did not sustain an injury or require medical intervention for this incident. According to the facility, they use a conductivity profile of 14.5 to 13.9 ms with a 50% curve during treatments. During this treatment the nurse was confident that she had programmed and confirmed this profile for the pt's treatment. Following this treatment, the machine was sequestered for gambro technical services to confirm the conductivity profiling function of the machine. A simulated treatment utilizing conductivity profiling was performed by gambro technical services, with the machine performing as prescribed. The machine has been returned to service and is functioning without incident.